Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the guidewire was allegedly unable to be inserted as the yellow sleeve was positioned very near the tip of the catheter. It was further reported that the yellow sleeve allegedly got stuck to the venous catheter and it was unable to be removed. The yellow sleeve was removed by cutting it off and the venous catheter was inserted via the introducer sheath. Reportedly, after insertion under fluoroscopy, it was found that the electrode was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation as it was discarded. One image was provided for review. The image showed a partial venous catheter in view. The device appeared clean. A bend was present on the shaft close to the proximal magnet section. The electrode was dislodged from the electrode housing. The yellow valve crosser was not present on the catheter. The result of the confirmed for the reported device damaged prior to use and inconclusive for the device incompatibility issues. The root cause for the reported device damaged prior to use and inconclusive for the device incompatibility issues could not be determined based upon the available information received from the field communications and image review. Labeling review: the instructions for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: system description: the wavelinq endoavf system consists of two 4 fr single-use, disposable, magnetic, hydrophilic coated catheters; a venous catheter and an arterial catheter. It is used with the esu-1 electrosurgical unit and an electrosurgical pencil. The wavelinq venous catheter is a flexible 4 fr magnetic catheter that contains a radiofrequency (rf) electrode, a hemostasis valve crosser for interfacing with the introducer sheath on the distal end. Cautions: only physicians trained and experienced in endovascular techniques should use the device. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Do not attempt to remove the hemostasis valve crosser located on the venous device. Device damage or fracture may occur. Preparation of the catheters: carefully inspect the wavelinq endoavf system pouch for any evidence of damage to the sterile barrier. If there is evidence of damage, do not use the wavelinq endoavf system. After inspection of the pouch, carefully peel open the pouch and transfer the sterile wavelinq¿ endoavf system to sterile field using standard transfer precautions. Endoavf creation procedure: advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser though the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. H10: (expiry date: 07/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the guidewire was allegedly unable to be inserted as the yellow sleeve was positioned very near the tip of the catheter. It was further reported that the yellow sleeve allegedly got stuck to the venous catheter and it was unable to be removed. The yellow sleeve was removed by cutting it off and the venous catheter was inserted via the introducer sheath. Reportedly, after insertion under fluoroscopy, it was found that the electrode was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the wavelinq endoavf system products that are cleared in the us. The pro code and 510 k number for the wavelinq endoavf system products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 07/2023).